Event description:
Subject device was implanted in 1996 for a left radial head and radial shaft fractured sustained when pt was hit by a train. Subject device was noted as fractured in 1996 and a non-union was also noted. Surgeon indicated "failure due to metal fatigue and failure of complete healing of the radius." Broken plate was removed during revision surgery in 1996.